Event description:
During a cosmetic plastic surgery involving a face lift, brow lift, eyelid lift and neck lift on (B)(6) 2020, dr. (B)(6), plastic surgeon, injected my face with a liquid silicone, a dangerous permanent filler on or near the bridge of my nose without my consent or knowledge and while I was unconscious under general anesthesia. As a result of this filler, I ended up with a foreign body inflammatory reaction which included swelling first appearing on the sides of the nose and later, almost 3 years later, a golf-ball size granuloma at the bridge of the nose that trailed into the inner corners of my eye sockets. Obviously, the silicone laid dormant in my body for some time before really wreaking havoc. Pictures included. My initial surgery with plastic surgeon, dr. (B)(6) was on (B)(6) 2020. He was contracted to perform a forehead lift, face-lift, eye-lid lift (top and bottom), and a neck lift. I was told by dr. (B)(6) after seeing some swelling on sides of nose about 6 months after surgery that did not seem to be going down, that my entire face was swollen from the surgery and it might take up to 24 months for all the swelling to go away. He later told me that I must have really bad sinuses disease or edema and to see an ent. I'd never had sinus problems. Picture included. On (B)(6) 2021, one year after the first surgery, I had to have my upper eyelids redone by dr. (B)(6) because of continued drooping. The surgery of course caused some swelling. I was waiting for the swelling to go away, when in late 2022, about late (B)(6), early (B)(6), a mass appeared at the bridge of the nose. It became huge very quickly. While waiting to see a doctor, I was seen in the ER/urgent care at (B)(6) in (B)(6) on (B)(6) 2023. CT scan with contrast was done and it came back an inflammatory response from a foreign­ substance causing a soft-tissue mass of unknown source. On (B)(6) 2023, I consulted with head of plastic surgeon, (B)(6), md at (B)(6) clinic in (B)(6). He sent me for an MRI of the face which occurred on (B)(6) 2023 under general anesthesia by dr. (B)(6), md. Dr. (B)(6) also referred me to plastic surgeon and head and neck specialist, dr. (B)(6) whom I saw on (B)(6) 2023, to further rule out any type of sinus issues and check for cancer of the facial mass. He was also at (B)(6). He took pictures and did a biopsy for cancer and checked for any sinus issues which was negative and benign for cancer. On (B)(6) 2023, I was able to get into see plastic surgeon (the botched doctor), dr. (B)(6), md for a consultation to remove the mass. The dr. Noted that he did not know what the mass was, if he could remove it all, and whether or not it would grow back. He and dr. (B)(6) performed a 4 hour surgery, making incisions on the outside sides of the nose to prevent over-scarring. On (B)(6) 2023, dr. (B)(6) and dr. (B)(6) performed a 4-hour surgery to remove the mass. On (B)(6) 2023, (B)(6) pathology first reported that the mass was caused by an inflammatory response to a filler; and on (B)(6) 2024, (B)(6), reported the filler to be a permanent filler identified as liquid silicone with paraffin. On (B)(6) 2024, a year after surgery, having to have had muscle and facial tissue removed with the mass, I ended up with skin on bone, deep looking frown-like lines and an uneven nose structure and I still have inflammation on the sides of the nose. Dr. (B)(6) told me during my last visit around (B)(6) 2024 that I was permanently disfigured. Once I realized it was silicone I started researching about liquid silicone and how it is impossible to completely remove from the body, even though I was told by dr. (B)(6) that the mass, which he said he didn't know what it was at the time of surgery and not until pathology identified it as silicone a year later, told me clearly, "we got it all" after my (B)(6) 2023 surgery. I got a second opinion at (B)(6) plastic surgery department in (B)(6) 2024, and was told by both dr.(B)(6) and dr. (B)(6) that there was still silicone in my face and scar tissue from it. My medical insurance agreed to further removal as medically necessary, but I am still awaiting surgery. Because I lost muscle and facial tissue, and the nose became deformed in the process of removal, the full extent of future surgeries to try to correct all is approximately (B)(6) or more. I am suffering greatly from chronic fatigue to the point that it is debilitating. I had heard from other patients that they had the same response to being injected with liquid silicone. I believe too that the silicone is now showing up on the inner crease of my forearm in the shape of a large knot. I am awaiting an updated facial MRI post-surgery of (B)(6) 2023 to determine where all the silicone remains along with trying to remove at least some of the scar tissue it has produced and to address the deformities to the nose that I now experience including skin on bone due to tissue removal. I need a full body MRI to see if the silicone has gone to any of my organs but it is (B)(6). I'm looking at a minimum of dr. (B)(6) to repair everything that (B)(6) did to me according to ucla plastic surgery. Instead of getting a refreshed look so I could enter the work force in the future, I ended up going into hiding with the huge mass between my eyes. I have suffered terribly with depression, anxiety, loss of self-worth and self-esteem. Avoided eye contact with people and unnecessary conversations. I have avoided family and friends and have become very isolated and lonely. I am now presently homeless due to trying to pay for the surgeries and future surgeries that my insurance may not pay for. Dr. (B)(6) covered for dr. (B)(6) recklessness, telling me for a year that I saw him and after he performed my surgery that he didn't know what the mass was but we had to make sure it was all removed. Then at my last visit with him over a year after his surgery, dr. (B)(6) admits that he had dealt with liquid silicone before when I confronted him. I asked him, "what did it look like?", he responded, "pretty much what was on your face." I assume he dealt with silicone in one of his tv botched episodes. These plastic surgeons protect each other I have sadly discovered. Dr. (B)(6) left me thinking that the silicone was gone out of my face and body only to find out I can never get it all out and I don't know where all it may have drifted to. I would like the FDA to take an active role in investigating dr. (B)(6) and his deviant practice of injecting silicone into his patients without their knowledge or consent and failing to disclose that he has disabilities that prevent him from performing surgeries competently to his patients. He is now living in (B)(6) and going into an already established plastic surgery business with a colleague, dr. (B)(6) at (B)(6) in (B)(6). Dr. (B)(6) has purchased a house in (B)(6). Dr. (B)(6) has been disfiguring patients, mostly female for 30 years. I believe he is using fillers to compensate for the fact that he is not properly performing the surgeries so that the patient feels they got what they paid for a few months before all hell breaks lose. Then dr. (B)(6) famous line is, "the surgery went fine; you just aged." He said this to me and others that I know. Feel free to go on real self to see complaints against dr. (B)(6) including one from (B)(6) in 2019, who said his hand was shaking terribly like in my post-op visit. His pa and other colleagues are protecting him and helping him hide his disabilities. Please get this man "off the street" for the public good. Full blown injury known around (B)(6) 2022, but not the source on cause was known, only appearance.